Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller was displaying a "replace generator soon" error message, indicating that the ipg may be prematurely depleted. As a result, surgical intervention may take place.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.